Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: b braun pump infusing fentanyl infusion kept alarming that it has bubbles on multiple occasions. Usual interventions done to prevent champagne" bubbles but issue still persists. We had to disconnect the fentanyl infusion multiple times to advance the bubbles and waste multiple of 5ml of the drug. This might've resulted to delaying enough pain relief and achieving rass goal because of multiple disruption of the infusion."